Manufacturer narrative:
Product analysis: analysis could not reproduce the reported errors, but there were errors present in the logs. The programmer's battery would not charge. The battery was replaced and the software was reloaded. The programmer passed all final functional and safety tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying serious system error messages. It was also reported that the programmer took several minutes to start and was crashing during use. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection: no anomalies observed. Benchtop analysis: batt led analysis: no led indications. Open circuit voltage = 0.003vdc. Inserted battery into operating encore programmer: programmer charge led flashes. Removed ac power from programmer: programmer shut down. Reinserted battery and attempted charge for 15 minutes. Removed ac power from programmer: programmer shut down again. Battery analysis indicated a critical battery failure and a permanent battery failure. Conclusion: confirmed service center complaint that battery pack will not charge. Confirmed battery pack failure. If information is provided in the future, a supplemental report will be issued.